Manufacturer narrative:
Covidien cts reference #(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.

Event description:
Customer reported: cuff was deflating. Extubation and reintubation of tube was required. Customer confirmed no additional harm to the pt.